Event description:
The following descriptions of the event were documented by a cardinal health tech support specialist in response to a phone conversation with a third party service company representative. In 2008 "[name removed] called to report something unusual. He replaced the o2 cell and then the audible alarm goes out. The visual alarm is there, but the audible alarm isn't. The audible alarm was present before he replaced the o2 fuel cell. I suggested looking at all connections and circuitry from the buzzer and the calibration potentiometers. He measured the buzzer and read 0v. I went through the schematics with him and suggested checking the cal pots as there is a connection between the o2 cell, pots and alarm signal. He will check the connections again because he doesn't believe that the "buzzer" went out. He will call back if he has to send this in for repair. (He doesn't know the serial number because it is under the bracket)". On 09/24/2008 "I contacted [name removed] per qa's request regarding complaint. [Name removed] explains that he has received multiple calls from someone and answered their questions. He also reports that he has even mailed back a questionaire that was sent to him regarding the complaint. [Name removed] explains that he isolated the cause to be one or both calibration potentiometers. Because this unit is old and the hospital is thinking about replacing it with a newer "model", he has not repaired it. It remains in a "non-repairable/non-operational" status."

Manufacturer narrative:
On august 29, 2008, cardinal health sent a letter to the third party service company seeking additional information concerning the reported event. As of the date of this report, there has been no response to the letter from the third party service company. The following information concerning the evaluation of the device is a summary of the information documented by a cardinal health tech support specialist in response to a phone conversation with the third party service company representative. The third party service company biomed tech evaluated the device and identified one or two defective calibration pots on processor board at the root cause of the reported event. The third party service company has not repaired the device because the hospital is thinking of replacing it with a newer device. Device remains in a non-repairable and non-operational status. The third party service company was not shipped a replacement component as none was requested.